Event description:
A hosp dne reported this event. She said the pt came into the hosp and was treated with d50 for hypoglycemia and then admitted overnight. Pt has not taken their insulin and did not eat dinner. Pt collapsed and the suspect device was used to check their blood glucose. The result was 227mg/dl. Emt's were called and their equipment measured his glucose at 13mg/dl. Glucose controls were not used on the system. The dne also informed the MFR that the test strips used on the suspect device had been removed from their original vial and stored loose in the carry case. The suspect device was replaced with new product and then authorized for return to the MFR for eval.